Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the pyxis froze on the carefusion screen. The customer tried turning the pyxis off and unplugging it from the wall socket, but the issue was still not resolved. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the needed to replace battery as per customer support center (csc). A field service engineer (fse) replaced the internal battery. During service fse found that the barcode scanner was found to had defective cable and scanner continuously beeping. The fse replaced scanner cable and tested functionality. The system functioned as intended after the field service engineer repaired the device.